Manufacturer narrative:
Email: (B)(6). Report source: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "late seroma and histologically diagnosed alcl."

Event description:
Physician reported right side "late seroma and histologically diagnosed alcl" with no pathological markers provided. The device status is unknown.